Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: multiple unexplainable por events observed in the black box history. The returned battery cap secured to the pump and maintained electrical connection. Unscrewed returned battery cap half a turn with no power loss occurring. The returned battery cap contact height and width measurements were within the required specifications. The battery compartment was intact; no cracks or damage observed. Moisture corrosion was found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. A leak test was performed and no leaks were found. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Unable to duplicate intermittent power issue. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.